Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported by manufacturer representative (rep) that patient had discomfort at their ins site. Patient¿s device was more superficial than previous. Patient may have fallen but doesn¿t remember exact times. The ins was replaced, and repositioned onto other side. No further complications were reported or anticipated.